Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that left ventricular (lv) lead exhibited pacing inhibition due to dislodgement after the device delivered a shock due to ventricular fibrillation (vf). A revision procedure was performed and the lead was removed from service and replaced. No additional adverse patient effects were reported.